Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a coronary artery bypass graft procedure, it was found that the clip came off from the cartridge. The fallen clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the cartridge found that it was received inside its original package with one clip unformed loose. In an attempt to replicate the reported incident, the device was tested for functionality. A drop test was performed and no loose clips were noted. Upon evaluation, the clips were loaded, retained and properly formed. No conclusion could be reached as to what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.